Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up the, device exhibited post-sensed t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.